Manufacturer narrative:
Date rec¿d by MFR : 07jun2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replaced the power management printed circuit board assembly. The customer reported replacing the user interface assembly and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit would not turn on or off intermittently. There was no patient involvement.